Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, the patient felt dizzy, hypoglycemic and suddenly experienced seizures. The patient couldn´t remember any bg or cgm values. Prior to the incident she was fine and getting her normal readings. The patient couldn´t remember any event details. She was taken to the hospital and regained consciousness at the emergency room. At 11:30 am she arrived at the hospital with her mother and mentioned she was diagnosed with hypoglycemia. The patient was treated with unspecified medication. The patient bumped her head during the seizures and at the hospital they provided stitched for the head wound. The patient was discharged at 10:00 pm and her condition was better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.